Event description:
There was no patient involvement. It was reported that during preventive maintenance, the service engineer detected a purge failure. As a result, the pcs was replaced and the intra-aortic balloon pump (iabp) was placed back into service.

Manufacturer narrative:
Qn# (B)(4). Teleflex received the device for investigation. The reported complaint of "purge failure alarm" is confirmed. The release spring inside the vent valve was found stuck which was the result of the alarm. The root cause of how the release spring became stuck is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
There was no patient involvement. It was reported that during preventive maintenance, the service engineer detected a purge failure. As a result, the pcs was replaced and the intra-aortic balloon pump (iabp) was placed back into service.